Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar complaints. Based on the information provided, a definitive cause for the balloon rupture could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a superficial femoral artery. A 6.0 x 200 mm armada 18 balloon dilatation catheter (bdc) was advanced to the target lesion without resistance. The balloon ruptured at 8 atmospheres on the first inflation. The bdc was removed and replaced with a new non-abbott device to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.